Manufacturer narrative:
(B)94). Date sent: 03/26/25 d4: batch #unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished # psee60a, with lot/batch # c9ef7t, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a video-assisted thoracic surgery (vats) procedure, it was observed that the device only partially fired. They attempted to complete firing by changing the battery, but had to resort to using the emergency back off (manual override). Another like device was used to complete the procedure with an unspecified delay. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 05/06/2025 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 05/20/2025. D4: batch #151d22. Corrected data: h4. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that one device was returned with no apparent damage and with a reload loaded on the device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received partially fired 1/16. In addition, a tyvek was received along with the sample. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partial fire event reported is possible that while loading the reload, it was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The event described of difficult to open could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Although no conclusion could be reach on the cause of the reported event, it should be noted that when attempting to open the jaws, should first squeeze the closing trigger and then simultaneously press the anvil release button located on either side of the instrument. While continuing to hold the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, ensure that the knife is in the home position. You can verify this by checking the knife blade indicator beneath the cartridge jaw. If the knife blade indicator does not show it is home, or if you cannot determine the knife's position, slide the knife return switch to activate the motor and reset the knife to its home position. Attempt to open the jaws again with the anvil release button. Should the jaws remain closed, gently pull the closing trigger upward (away from the handle) until both the firing and closing triggers return to their original positions. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 151d22, and no non-conformances were identified.